Event description:
Information received indicates the left head siderail cannot be latched.

Manufacturer narrative:
The technician found the release arm was bent. He straightened the release arm to repair the bed.